Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter does not turn on when the test strip is inserted. A no response letter was sent to the pt. The pt manages her diabetes with a self-adjusting insulin. The power issue began on the day of event at 7am. It is not known if the pt was able to obtain her blood glucose on other devices at around 7am, and how she managed her diabetes at the time of concern. At 10:00am, the pt reportedly passed out. A non-healthcare provider treated the pt with food/drink. At 10:15am, the pt was given more food/drink. Reportedly, the pt was tested on another device 12 hours later (10:15pm) at "35 mg/dl." It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms, and the events leading up to the pt's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the subject meter powers on with the power button press, but not with the correct test strip inserted. This complaint is being reported because, the pt claimed she passed out and received medical intervention accordingly after the power issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.